Event description:
It was reported to the manufacturer, by facility; (B)(6) per facility they had a minor incident that the assist device caused. Per facility the plastic bushing connecting the bars to the frame snapped, causing a staff member to lose their balance and cut their leg on the bed frame. (B)(4) issued to get rail components back for in-house evaluation. Per our tech support department, if bushing snapped it is due to misuse.